Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician met some difficulties to connect the atrial lead. The screwdriver was inserted into the hole dedicated to remove the air. He inserted the lead into the atrial connector but the lead could not be fully inserted, even after an attempt by using lubricant. A visual inspection revealed that while pressing slightly on the screwdriver (still inserted) the connector block emerged from the header. Another device was implanted without any reported issue.

Manufacturer narrative:
Results and conclusions corrected.

Event description:
Reportedly, the physician met some difficulties to connect the atrial lead. The screwdriver was inserted into the hole dedicated to remove the air. He inserted the lead into the atrial connector but the lead could not be fully inserted, even after an attempt by using lubricant. A visual inspection revealed that while pressing slightly on the screwdriver (still inserted) the connector block emerged from the header. Another device was implanted without any reported issue.

Manufacturer narrative:
Preliminary analysis confirmed the reported event.

Event description:
Reportedly, the physician met some difficulties to connect the atrial lead. The screwdriver was inserted into the hole dedicated to remove the air. He inserted the lead into the atrial connector but the lead could not be fully inserted, even after an attempt by using lubricant. A visual inspection revealed that while pressing slightly on the screwdriver (still inserted) the connector block emerged from the header. Another device was implanted without any reported issue.

Manufacturer narrative:
Fields were incorrect; the subject device was not implanted.

Event description:
Reportedly, the physician met some difficulties to connect the atrial lead. The screwdriver was inserted into the hole dedicated to remove the air. He inserted the lead into the atrial connector but the lead could not be fully inserted, even after an attempt by using lubricant. A visual inspection revealed that while pressing slightly on the screwdriver (still inserted) the connector block emerged from the header.another device was implanted wihtout any reported issue.